Manufacturer narrative:
(B)(4). This report is for system error 2240, where the home patient (hp) had incorrectly disconnected from the homechoice (hc) during dwell. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell 3 of 4, while the hp was connected. The hp had disconnected from the hc during the dwell cycle of the therapy without using proper disconnect procedures, and then the hp reconnected. The technical service representative assisted the hp with ending the therapy and removing the cassette. The hp was going to finish the therapy in the morning using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.